Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2008, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient felt burning sensations in the abdomen at the ipg site. The clinical specialist met with the patient and observed low impedances on all contacts. On (B)(6) 2010, the doctor revised the patient and discovered that the extension had pulled out of the ipg header and the first contact of the extension broke inside the device. The doctor moved the ipg pocket to the patient's back and replaced the ipg. The patient is now receiving satisfactory stimulation.